Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer ref #: (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated on-site by the customer. The customer is trained to maintain their own service. The customer found that the lugs for the luer connection on the inspiratory pressure transducer pcb connector (that connects the pressure tube to the pcb) were damaged. The inspiratory pressure transducer pcb was replaced. The device logs were not saved. The pcb was returned for investigation. Visual inspection of the pcb confirmed the damage on the lugs at the connector and the damage causes difficulties to lock the pressure tube to the pcb properly. Test of the pcb in an anesthesia workstation reproduced the reported pressure transducer test failure during system checkout. The test failed due to the target pressure during test not being reached. The failure was most probably due to a leakage in the luer connection. No deviations between set and in measured flow or pressure during simulated use test in ventilation mode were noticed. The conclusion is that the damaged lugs on the connector caused the reported pressure transducer test failure during system checkout and that the fault is detected during system checkout. (B)(4). Ref. Exemption #: e2018003. .(B)(4).

Event description:
(B)(4).